Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to be frustrated with insulin pump due to light not staying on and no being able to administer a bolus shot. Customer's blood glucose fluctuated between 45 mg/dl and almost 600 mg/dl and was not able to give a bolus delivery. Customer refused troubleshooting as he states, it may be his error and will re-read the manual. Customer state when he went to training he had his grandchild with him and was not able to focus. Customer will call back should issue persist. No further information provided.